Event description:
Rec'd info stating customer rec'd multiple occlusion alarms. Reportedly, the customer's blood glucose level was in the 600's. System check with tandem technical support indicated that the cartridge and tubing performed as intended. Customer indicated that cannula site would be changed.

Manufacturer narrative:
Add'l reported info from the customer indicates that no further occlusion alarms have occurred and blood glucose level has stabilized. No product returning for evaluation. Should new relevant info become available, a f/u report will be submitted.